Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The pod was received fully deployed with the needle retracted. The download data shows the pod was received in pod state 15, completing 503 pulses, 46 of which were in first prime, indicating the pod was deactivated after completing second prime. The pod should have deployed anytime during second prime. Investigation of the needle mechanism found no issues that would cause the device to not deploy. Inspection of the bottom housing and environmental seal found no evidence that the needle deployed into either. The device was reset back to the not deployed position. Rotation of the ratchet gear caused the pod to deploy normally after being reset. The download data also shows that the device generated an 0x40 alarm, indicating that the device deactivated due to a drive stall. The drive mechanism was inspected and no damages or defects were found. Fluid was able to flow through the fluid path and exit the distal tip of the soft cannula with no issues or occlusions observed. The cause of the generated alarm could not be determined.